Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.